Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown biomet tibial component catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial bearing to address unknown complications approximately fifteen (15) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, b1, b4, b5, b7, d1, d4, d11, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial bearing to address synovitis and polyethylene wear approximately fifteen (15) years post-operatively. Initial operative notes noted no intraoperative complications. Revision notes noted synovitis, which was addressed with a near total synovectomy. Upon removal of the polyethylene tibial insert, the implant was noted to have extensive polyethylene wear posteromedially and to an extent posterolaterally. A new polyethylene implant was placed and no intraoperative complications were noted. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of pictures provided identified that the articular surface exhibited wear and was covered in foreign debris consistent with explantation. Medical records provided confirmed the reported event. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial bearing to address pain, synovitis and polyethylene wear approximately fifteen (15) years post-operatively. Initial operative notes noted no intraoperative complications. Revision notes noted synovitis, which was addressed with a near total synovectomy. Upon removal of the polyethylene tibial insert, the implant was noted to have extensive polyethylene wear posteromedially and to an extent posterolaterally. A new polyethylene implant was placed and no intraoperative complications were noted. Attempts have been made; however, no additional information is available.